Manufacturer narrative:
With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous extensive cardiac and other medical history and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) states: the lvad system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of heart failure from refractory end-stage left ventricular heart failure. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks and adverse events including respiratory dysfunction. Also that the etiology of late right heart failure may be a progression of chronic heart disease. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the site from the vad coordinator that the patient was extubated over the weekend but ended up getting re-intubated twice due to increased right ventricular dysfunction. It was stated by the implanting physician that the patient's initial post-op course was very encouraging with good output, there was normal right ventricular (rv) pressures requiring some inotropes, and good output from the device. Patient failed extubation on post-op day 4 with what was interpreted as deconditioning and weakness at the time. Patient had a profound inflammatory response with a high crp and fibrinogen and was treated with steroids. Patient maintained urine output, but his bun/creatinine rose over the course of the next week and when first checked his ldh was about 1800 without dramatically discolored urine. Patient seemed to get better from a respiratory conditioning standpoint and was extubated again on post op day 11 after beginning dialysis for the elevated bun above 180. Patient initially looked well extubated, but developed worsening distress over the next 10 hours requiring re-intubation. At the time of intubation his gas exchange was significantly impaired with development of significant pulmonary edema requiring high ventilatory pressures, oxygen, and high dose vasoconstrictors to maintain a blood pressure in the 60's. With this event his renal failure worsened to oliguria necessitating fluid removal via the dialysis circuit. Patient's pulmonary function and hemodynamics improved over the next few days, but has continued to "wax/wane" since. He remains on the ventilator with some impairment in gas exchange requiring oxygen and mild dose inotropes with milrinone and epinephrine. His rpm's have generally been in the high 2000's with what has appeared to be appropriate flows between 5-6 liters/minute. From a heme standpoint, patients hematocrit has held mostly stable in the mid-low 20's and his platelet count was steady around 80-100 until the last few days. He has been on heparin since early postoperatively. Generally his antixa level has been therapeutic, but the last few days his anti-xa level has been lower despite higher heparin dosing and an anti-thrombin level in the 60's. His platelet count has been declining the last few days to levels now in the 20's with minimal response to transfusion. His ldh has remained elevated since the first time we checked on post-op day 4, and has been as high as 8000. The hematologist took a look at things today and they see a consumptive process with his thrombocytopenia and feel like his ldh elevation and anemia would fit with hemolysis from a possible pump thrombosis vs. Hitt. We are switching him off heparin for this possibility while we wait for some confirmatory tests, but it seems as though we have had very appropriate flows on the pump so I have had little worry for thrombosis. It was stated that the log files were sent to the manufacturer over the weekend. The patient continues to have heart block and requires ddd pacing at this time. No additional information provided. Investigation is ongoing.